Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
¿It was reported that the patient (a nurse) was not a difficult cannulation, the cannula was inserted in the cubital fossa and was kept in for 4 days. After the removal of the bd insyte¿ autoguard¿ shielded IV catheter, there were no abnormalities detected but the patient returned to the hospital the next day with redness and swelling on the insertion site. When x-rayed, they found the foreign object plus a 13cm dvt. There is no confirmation of the foreign object being the cannula.¿ no additional information given at this time.

Manufacturer narrative:
A review could not be performed as the lot number was not provided. Visual analysis observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. The defect catheter broke/separated after placement; as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.